Manufacturer narrative:
It was reported that when priming the tubing set with 40 mmhg pressure, venous tubing detached from connector. Perfusionist re-connected the related line and added additional cable tie since the original one was loose. After the completion of priming, the product was used for treatment without further problem. No harm to any person has been reported. Sample investigation could not be performed as the product was discarded by customer. However according to the provided pictures by the customer, a loose cable tie can be observed, thus the reported failure could be confirmed. Based on the given information the root cause could not be determined. Similar failure was investigated in a previous complaint and most probable root cause could be determined as loose cable tie appliance in the production. As an action, the production employees were trained for basic operational procedure of cable tie application on tubing sets on 2024-07-08 which is after the production of reported lot within the complaint. The production history record (DHR) of the affected hqv 51204#infant tubing set with lot# 3000375403 was reviewed on 2024-09-03. According to the DHR result, the product hqv 51204#infant tubing set passed the defined manufacturing and final release specifications. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that when priming the tubing set with 40 mmhg pressure, venous tubing detached from connector. Perfusionist re-connected the related line and added additional cable tie since the original one was loose. After the completion of priming, the product was used for treatment without further problem. No harm to any person was reported. The reported failure "occurred" during priming however detachment of the tube from connector "can occur" during treatment after priming with a non-detected loose cable tie, therefore the complaint is reportable. Complaint #(B)(4).